Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have perforated the patient's heart wall due to small effusion noted in the echocardiogram. This lead also exhibited high pacing thresholds. This lead was repositioned prior to wound closure. This lead remains service. No additional adverse patient effects were reported.